Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the mid r-pda exhibiting 90% s stenosis, moderate vessel tortuosity and moderate calcification. The device was prepped as per IFU and inspected with no issues noted and negative prep preformed. It was reported that there was injury following use of an unknown brand semi-compliant balloon so the doctor attempted to stent. Multiple attempts to position the stent were made but were not successful. Resistance was encountered advancing the device. The physician then noticed the stent was deformed. No reported patient complications. Evaluation summary: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th, 11th, 12th and 13th distal segments were deformed, the stent was kinked between these deformed segments.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (90% stenosis, moderate vessel tortuosity and moderate calcification). Deformation issue. Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (90% stenosis, moderate vessel tortuosity and moderate calcification). (B)(4).